Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope's surface of the probe was found chipped at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during the device inspection was traced to component failure due to stress or other external factors. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.